Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a generator change-out, high capture threshold and high, out of range pacing impedance were observed on the rv lead. There were no visible fractures under fluoroscopy. The lead was capped and replaced on (B)(6) 2019. There were no complications during the procedure.